Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low r waves and undersensing was present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found that the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal conductor of the lead became extrinsically fractured due to over-rotation and visual summary analysis of the lead indicated apparent explant damage. (B)(4).